Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be caused by smart device platform/os. No additional event information is available. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.